Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). After a distal puncture route and rendezvous, a non-bsc guidewire was in a pull through condition in which tension was applied. While attempting to cross the lesion, the lumen of the calcified area seems to be peeled off and the guidewire failed to cross the lesion. A 1.2mmx15mmx141cm emerge¿ balloon catheter was then advanced to dilate the lesion but before reaching the area, the balloon was inflated to remove the resistance. However, the balloon ruptured even before reaching the target vessel and a leakage of contrast agent was noted. The procedure was stopped. No patient complications were reported.